Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.

Event description:
Following a procedure using a 7f interventional sheath and a right femoral angiogram, an 8f angio-seal vip was deployed in a right femoral arteriotomy. While the device assembly was being withdrawn to expose the tamper tube, the device jumped and it was reported the anchor came out of the artery but not the patient. A hematoma began growing with active bleeding from the puncture site. Manual compression was held for 50 minutes while the patient was transferred to surgery where the anchor and collagen were removed and the vessel was repaired. The patient received a transfusion of two units of blood. Pedal pulses were good in the right foot while the patient was being transferred. The patient was stable following surgery.